Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue can be excluded since the customer states they have not had any problems with quality control or patient results. A general instrument issue could also be excluded.

Event description:
The customer reported that they received erroneous results for two patient samples tested for tina-quant hemoglobin a1c gen.2 (hba1c). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 4.2% and this value was reported outside of the laboratory. The patient's doctor asked for the sample to be repeated. The sample was repeated on (B)(6) 2014 and resulted as 7.2%. The repeat value of 7.2% was believed to be correct. The patient was not adversely affected. The hba1c reagent lot number was 68736201 with an expiration date of 11/30/2014. The field service representative could not determine a cause. The sample flow, reagent flow check, and pipetting check passed.